Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s previous infusion site felt sore and an occlusion alert occurred when announcing dinner with a reported blood glucose of 232 mg/dl. The user did not recognize the alert for a few hours, leading to elevated blood glucose, then cleared the alert and resumed insulin delivery using an ilet. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; the event was characterized as lack of effect with insufficient information regarding a specific device component contribution. It was concluded, based on previously established findings for similar reports, that the cause was not established.